Manufacturer narrative:
Attachment: [2016-10 exemption e2013036 submission_otn.xls]

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2013036 for product code otn. Submissions for product codes pah and otp can be found under manufacturer reports numbers 3005099803-2016-03382 and 3005099803-2016-03380.

Manufacturer narrative:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ e2013036 for product code otn.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2013036 for product code otn. Submissions for product codes pah and otp can be found under manufacturer reports numbers 3005099803-2016-03382 and 3005099803-2016-03380.

Manufacturer narrative:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number ¿ e2013036 for product code otn.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2013036 for product code otn. Submissions for product codes pah and otp can be found under manufacturer reports numbers 3005099803-2016-03382 and 3005099803-2016-03380.